Event description:
Pt was having a bronchoscopy to remove a chicken bone lodged in his left chest, between the lingula and lower lobe. The foreign body was being disimpacted, but the forceps kept losing the grip due to active bleeding from the inflamed tissue. Multiple attempts were made both with rigid and flexible scope. It was then noticed that one side of the tip of the biopsy forceps was missing. All suctioned fluid and materials were screened but it was not located, due to inflammation and bleeding they ended procedure. Pt will return for removal of both foreign bodies in approximately one week.